Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: bmw universal ii; stent: 3.5 x 15 mm xience xpedition. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity, heavy calcification with 90% stenosis in the mid left anterior descending (lad) coronary artery. A bmw universal ii guide wire was advanced to the target lesion and pre-dilatation was performed with a 2.5 x 12 mm trek balloon successfully followed by implantation of a 3.5 x 15 mm xience xpedition stent. Post dilatation was performed with a 3.5 x 8 mm nc trek balloon; however, the balloon broke [ruptured] at the second inflation at 14 atmospheres (atms). Post dilatation was completed with a new balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.